Event description:
On (B)(6) 2013, the reporter contacted animas alleging an audio tone issue. The pump completely stopped producing audio tones and only vibrates. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting. Replacement products were sent to the patient.

Manufacturer narrative:
Follow-up # 1 date of submission 01/08/2014 - device evaluation: the pump has been returned and evaluated by product analysis (B)(4) 2013 with the following findings: during testing, the pump powered up and audio tones were fully functional. Several types of alarms were tested and were all found to be functioning correctly. The pump was opened and no damage was found to the piezo and audio circuit. The complaint that audio tones were not functioning was not able to be duplicated. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.